Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture¿ is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device visual evaluation: visual analysis of the identified photos: red particles in the shell and deformation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange due to concern with the product.

Event description:
Healthcare professional reported left side exchange due to concerns with the product and capsular contracture baker grade iii. Device has been explanted.